Event description:
A customer contacted beckman coulter regarding falsely elevated glucose (glu) result on a single patient that was generated by the synchron lx20pro instrument. The glu result was 626mg/dl. The result was reported out of the lab. The customer indicated that the physician questioned the glu result and had patient do a finger stick. The finger stick result was <100mg/dl. The customer repeated testing for glu. The repeat glu result was 84mg/dl. The customer indicated there was no change in pt treatment that can be attributed to or connected with this event.